Manufacturer narrative:
Corrected data: g4 h8.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen using the cooladvantage f165 system applicators, who reported "indentations [...] Along with permanent skin discoloration", patient is "experiencing firmness, redness, swelling, heat and noticeable protrusion in the treated areas the day after [the] coolsculpting procedure.", and healthcare professional reported "lipoatrophy, cold injury, excessive cold response" which occurred after treatment. The patient underwent multiple zwave massage sessions and received an intramuscular injection of anti-inflammatory medications (dexamethasone and cortisone) on (B)(6) 2024. Zwave treatments continued for several months, totaling over 10 sessions.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, cold panniculitis results from injury to adipose tissue exposed to cold and may result in a mild to severe inflammatory response. In mild cases, the symptoms are self-resolving and may include redness, swelling, skin nodules, warmth, tenderness, and possible low-grade fever. These cases typically resolve without long-term sequelae. In more severe cases, an intense inflammatory response may result in more extensive tissue damage, including fat necrosis, which may require medical or surgical intervention. Based on previous reports received, panniculitis typically resolve from 2 weeks to 2 months. However, the rate and pattern of recovery may still vary from patient to patient.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen using the cooladvantage f165 system applicators, who reported "indentations. Along with permanent skin discoloration", patient is "experiencing firmness, redness, swelling, heat and noticeable protrusion in the treated areas the day after [the] coolsculpting procedure.", and healthcare professional reported "lipoatrophy, cold injury, excessive cold response" which occurred after treatment. The patient underwent multiple zwave massage sessions and received an intramuscular injection of anti-inflammatory medications (dexamethasone and cortisone) on (B)(6) 2024. Zwave treatments continued for several months, totaling over 10 sessions.